Manufacturer narrative:
Device instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015 the reamer broke in the patient's bone. The material exploded in the femoral head. Only a small piece was removed. It was also reported per an x-ray review by the medical director that; there is a broken reamer head in the head of the patient's femur. There is nothing stuck in the nail rather the reamer appears to be broken and remains in the patients bone. This event delayed the intervention because the pieces had to be extracted. There was a surgical delayed of one hour and fifteen minutes. This report is 3 of 3 for complaint (B)(4).

Event description:
It was reported that two pins with diameter of 3.2 mm are also affected by this incident. They have been used to guide the wick according to the operating technique. The hardness of the bones of the young patient twisted these two pins during their introduction. This is the deformation of the first pin, which led to use in one second, which is also twisted in use. Concerning the patient, there was actually a piece of wick that is still in his bone (femoral head). The patient was discharged from hospital but has not yet been reviewed. No reoperation is planned. No other data.

Manufacturer narrative:
Additional narrative: product investigation summary: - investigation summary for article 356.830 with lot number 9282169/ involved part 1: we found that both guide wires are bent, approximately 6 cm from the thread. There are different nicks and striation signs on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion: unfortunately, we are not able to determine the exact cause of the breakage. It is likely that the reamer could slide along the guide wire adequately until it has arrived at the curved section so that a collision between the instruments was inevitable. This occurrence, in combination with a mechanical overload, could probably lead to breakage as a result. Please note, as mentioned in the actual technique guide, it is recommended that ¿if the guide wire has been bent to a greater extent, reinsert it or replace it by a new guide wire. Otherwise, the guide wire may be advanced through the joint.¿ because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.